Manufacturer narrative:
Control pump: (B)(4), batch/lot # 176493006, mfg date 06/19/2017, exp date 06/03/2018. Balloon: (B)(4), batch/lot # 162827018, mfg date 02/07/2017, exp date 01/25/2022.

Event description:
It was reported that artificial urinary sphincter was remove and replaced on (B)(6) 2018 due to recurring incontinence and fluid loss. A new aus device consisting of a 3.5cm cuff, 61cm prb and control pump were implanted at the revision surgery. No patient complications were reported in relation with this event.